Event description:
Related manufacturer reference number: 2017865-2023-19094. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed extra cardiac stimulation, inappropriate capture and insulation damage due to a dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. On the replacement lv lead the physician noted insulation damage and elected to replace this lead. The patient was discharged from the hospital after the procedure.